Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400ml, flow rate: 6 ml/hr, procedure: surgery for fractured humerus, cathplace: interscalene block. A report was received stating the patient died. This patient had an interscalene block on (B)(6) 2015 by certified registered nurse anesthetist(crna). It was reported that the patient did well after the block. A 0.5% ropivacaine bolus of 30ml was given to the patient. The patient was then connected to a pain pump set at 6ml/h. This patient stayed in the hospital overnight. Twenty-four to thirty hours later, it was reported the patient was doing well and had good pain control. The next evening the patient died. The patient passed away at 7:39am (B)(6) 2015. The cause of death on the coroner's reported was influx of calcium channel blocker. Additional information received on 01-jun-2016 stated the deceased patient had a fracture humerus. The patient received an interscalene block for surgery. The patient stayed overnight at the hospital after the surgery and his condition was satisfactory. He was released to go home the next day. The hospital staff contacted this patient afterwards when he was at home. He reported his condition was well with no complaints. That evening, the patient passed out and emergency medical technician (emt) was called and the paramedic arrived to the patient's home. The patient died. The written coroner's report was not available. The verbal information received from the coroner stated that the patient had increased calcium channel blocker and local anesthetic overdose / device malfunction. Additional information received on 02-jun-2016 stated the interscalene block was started at 4:34pm and was completed at 5:08pm. Pump started at 5:08pm (B)(6) 2015. The patient was discharged from the hospital on (B)(6) 2015 at 12:00pm. The patient was seen in his room by anesthesia at 11:10pm. The patient stated he was not in any pain, and was satisfied with block. It was not confirmed how the patient carried the pump and pouch on the hospital. It was not confirmed if the pump hung higher than the catheter site or if external pressure was exerted on the pump. No additional information was provided.